Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to the site to test the imaging system and replaced the pendant on the imaging acquisition system (ias). A system checkout was performed, and all systems were operating within standards. H3,h6: the component was returned to the manufacturer for analysis. The analysis was unable to confirm the reported complaint of "unresponsive pendant buttons." The pendant was installed in a test system, and both the system and pendant booted as expected. The pendant keys were functional; however, several keys were worn and required excessive pressure to operate. The issue was attributed to a worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. E, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons are unresponsive on the system. No patient was present at the time of event.